Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset; however, a specific cause for the reset could not be conclusively determined through this evaluation, as the controller event log file data did not include information from the time of the pump reset event. The submitted left ventricular assist device (lvad) periodic log file contained data captured in 24 hour intervals from 29dec2022 ¿ 10sep2023. On 01jun2023, the clock was reset to a default timestamp. The clock was later updated on 08jun2023. This occurred in sync with the controller periodic log file and indicates a pump reset occurred. The periodic log files only capture data at specified time intervals rather than upon the detection of an event; therefore, the exact time of the pump reset and the events leading up to it were not captured. The duration of time that the pump was stopped was not able to be determined. All of the captured data appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 left ventricular assist system patient handbook, rev. D, are currently available. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addresses how to properly interpret and troubleshoot system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the periodic log file indicated that the patient had a clock reset sometime after (B)(6) 2023 at 13:09:47 but before (B)(6) 2023 at 13:09:47. Further review of the lvad periodic log file revealed that the lvad clock was reset, in sync with the controller clock reset. This indicates that the pump stopped.